Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient was seen at the hospital on (B)(6) 2015 for bleeding from the vagina in connection with coitus and with moderate pain in the left side of the vagina. A gynecological examination found no actual mesh erosion, but the physician could clearly palpate the mesh fibers from the sling that had penetrated the mucosa. Initially, the patient was treated with local estrogen. Additional information has been requested.